Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted and replaced on (B)(6) 2019 due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise reported on rv lead. Lead remains implanted at this time with no adverse patient events reported. Should additional information become available, this file will be updated.